Event description:
It was reported that the device is "not connecting channel error". No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported event of not connecting channel error was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 27sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) , did not confirm similar complaints with the same or related failure mode for this customer. There is not enough information in the file to determine if a CAPA should be referenced. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the device is "not connecting channel error". No patient involvement.